Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the power turns off unintentionally. There was reportedly no patient involvement.